Event description:
Customer reported system will not produce an image at high kv. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the snubber board. System operates as intended.